Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Event log was reviewed and confirms the abrupt loss of power.

Event description:
On 10/17/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device was returned.

Manufacturer narrative:
Upon further review, it was found that the device event log and testing did not confirm an abrupt power off issue and instead, showed presence of upstream occlusion alerts. A secondary review was performed and it was found that the event log did not show an abrupt power off as initially reported.